Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the discharge electrocardiogram showed right bundle branch block. No treatment was reported. No adverse patient effects were reported. Additional information was received that immediately after the implant, an electrocardiogram (ECG) indicated a lbbb. No treatment was required. No adverse patient effects were reported. Additional information was received which indicated that post-operatively a right bundle branch block (rbbb) was present rather than the previously reported left bundle branch block (lbbb). The rbbb was present onthe 30 day ECG. In addition, following the valve implant, mild paravalvular leak (pvl) was identified via aortography. No adverse patient effects were reported. Additional information was received which indicated that post-operatively a right bundle branch block (rbbb) was still present at the 1 year follow-up. No adverse patient effects were reported. Additional information received indicated that the transcatheter valve was implanted at 2 millimeter (mm) at the non-coronary sinus (ncs) and 6 mm at the left coronary sinus (lcs). The mean gradient prior to implant discharge, the day following implant, measured 15 millimeters of mercury (mm hg). Approximately 6 years and 10 months following the transcatheter valve implant a transthoracic echocardiogram (tte) identified an aortic mean gradient of 43 millimeters of mercury (mm hg), valve stenosis, moderate unspecified regurgitation, and a decreased ejection fraction which measured 32%. Bioprosthetic valve failure with congestive heart failure (chf) was reported. On the same date as the chf event, intermittent second degree mobitz type 1 rhythm with frequent premature ventricular contractions (pvc) was also identified. Five days following the chf onset, severe aortic regurgitation was identified. Intravenous medication was administered. On an unspecified date, an unspecified percutaneous intervention occurred. The event was reported as unre solved. Prolonged hospitalization was required. Discharge to home occurred 14 days following admission.

Manufacturer narrative:
H6: the codes present in h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 4 years following the transcatheter valve implant mild-moderate pvl was identified via echocardiography. Approximately 6 years and 9 months following the transcatheter valve implant shortness of breath developed. Treatment was not reported at that time. Six days following the hospital admission, the transcatheter valve was explanted and replaced with a non-medtronic surgical valve. The event was reported as resolved.

Manufacturer narrative:
Updated data: b5, d6b, d9, h3, h6 h3 - product analysis: the product has been returned for analysis. The analysis is pending. A supplemental report will be filed upon completion of the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.